Event description:
A report was received that the patient was experiencing frequent charging. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient's ipg was non-functional. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post-operatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing frequent charging. The patient will undergo a revision procedure wherein the ipg will be replaced.